Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 67 events were reported for this quarter. Product return status: 66 devices were received. 1 device investigation type has not yet been determined.   Event confirmation status: 66 reported events were confirmed; the cause traced to component failure. Evaluation results: 66 devices were found to be affected by missing paint chips. Additional information: 67 devices were not labeled for single-use. 67 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 67 </noe> malfunction events in which the device had paint chips missing. 66 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 67 </noe> malfunction events in which the device had paint chips missing. 66 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 67 previously reported events are included in this follow-up record.   Product return status 67 devices were received. Event confirmation status 67 reported events were confirmed. Evaluation results 67 devices were found to be affected by missing paint chips.